Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6) 2012. The procedure was aborted before the therapy cycle started. During titration, the pressures stabilized to 175-180mmhg. During the heating cycle, pressures dropped to 110mmhg and at 4 mins, the generator stopped. The balloon was examined and was intact. Since the pressure drop was not sudden, the physician concluded that it was a floppy uterus and inserted the catheter. The pressure would not go higher than 100mmhg. A laparoscopy was done and showed a small perforation at the fundus of the uterus and no bowel injury. An abdominal hysterectomy was done which was not solely due to the ruptured uterus and was discussed with the pt prior to the procedure. The physician opined that the perforation was caused by a weak and thin myometrium, which worsened with pressure titration and eventually tore. Initially, the current condition of the pt was reported as fine and happy. However, additional info received stated that the pt underwent a colostomy and is currently in ICU.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.